Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted in troubleshooting. The hp wants to finish with manual supplies. The tsr advised the hp to call the nurse in the next 24 hours. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that she was able to resume with therapy after starting over with new supplies. She stated nothing unusual was noted about the supplies at the time and did not notice anything wet. The hp stated that therapy is going great. No injury or medical intervention was reported.